Manufacturer narrative:
Related patient identifier: (B)(6) addresses the customer owned device that had also displayed the b30 error. In speaking with olympus technical assistance center (tac), the customer reported receiving this loaner device and the loaner unit was experiencing a b30 scope communication error when connected to multiple scopes like the customer owned device that had been recently reported as having the same issue. The customer was unsure if users were shutting off the unit or if the users were ¿hot swapping¿ (disconnecting and reconnecting scopes without powering down any of the equipment). The customer also had not attempted to remove the maj-1933 from both units and then reseating it. The customer contacted olympus and reported that disconnecting the digital light source cable when swapping resolved the issue. The customer shut down and disconnected the wire to plug in another scope. During the inspection and testing of the returned loaner, the device was found to pass all testing. No issues had been found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii xenon light source displayed a b30 error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a connection failure with the maj-1933. The cause of the connection failure was unknown. Olympus will continue to monitor field performance for this device.